Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - e-2 and e-7. Returned test strips evaluated with no defect found. Root cause: foreign material on connector (blood like substance). (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 112mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling concerned because his meter read lo and he "feels fine". I asked customer if he is experiencing symptoms of high/low blood sugar, customer stated he is not and that he is feeling well. Customer stated his normal blood sugar range of reading is between: 100-112mg/dl fasting. Strips are being stored in the kitchen. I went over proper technique. Customer's wife came on the phone and stated that she may have accidentally placed the wrong of the strip in with blood. I verified 3 times that customer is not having any symptoms.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 112 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling concerned because his meter read lo and he "feels fine". I asked customer if he is experiencing symptoms of high/low blood sugar, customer stated he is not and that he is feeling well. Customer stated his normal blood sugar range of reading is between: 100-112 mg/dl fasting. Strips are being stored in the kitchen. I went over proper technique. Customer's wife came on the phone and stated that she may have accidentally placed the wrong of the strip in with blood. I verified 3 times that customer is not having any symptoms.